Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. In addition, it was reported that unspecified alarms occurred. The customer's blood glucose level was over 300 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.